Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported an "x" came up on the occluder icon on the central control monitor (ccm). There were no reported adverse consequences to the pt.

Manufacturer narrative:
Per field service representative (fsr), the light emitting diode (led) on the module was flashing yellow/red. The fsr is sending in the data logs to the manufacturer for further evaluation. The customer will be making the replacement part repairs/install. Per the second ccp, there was a question mark above the icon, but could not remember for sure what color it was, but believes it was gray. The ccp remembers seeing a red occluder module light, but knows for sure it was a different color when the others. The ccp did not notice any electrical odors during the reported issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the occluder module to a system 1 simulator. Without an occluder head connected to the module, the module was able to be assigned to a perfusion screen. The pst then connected an occluder head to the module and the module started to reboot continuously and could not be assigned to a perfusion screen. This would manifest as a red "x" on a perfusion screen in which the occluder module was already assigned. The issue was isolated to the module's application board. Diode d10 was found to be shorted. No additional action will be taken at this time.